Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient attempted to send a remote transmission in regards to the device however, was unsuccessful. After multiple attempts the transmission was successful. The patient presented remotely via merlin. Net. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.